Event description:
According to the customer: upon change of previous circuit, patient's pao2 (arterial oxygen partial pressure) only reached between 270 mmhg and 300 mmhg. Customer expected between 400 and 450. Patient remains on circuit no further information was provided at this time. (B)(4).

Manufacturer narrative:
Several attempts were performed to obtain additional information about the incident: maquet cardiopulmonary was not able to obtain any more information. A review for similar complaints was performed with 2 similar complaints found out of year 2012. Due to this information no systemic issue could be determined. The investigation result out of a similar complaint was as follows: the oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. After that the oxygenator was tested for its o2 and co2 transfer. Oxygenator passed successfully the performance testing. For further investigation the device history record has been reviewed by the manufacturer. The product passed every coating step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. During the review of the DHR / avz no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. Therefore the reported failure could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the above mentioned previous investigation the reported failure could not be confirmed. Based on the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4)